Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a promus element,mr,ous 2.50x20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there was a hypotube kink 80mm from strain relief. A visual examination of the crimped stent found slight stent damage on the distal end. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-may-2016. It was reported that crossing difficulties were encountered. A 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.